Manufacturer narrative:
Concomitant medical products: 310f27 tissue valve, implanted (B)(6) 2004; 310c27 tissue valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds increased on the right ventricular (rv) lead. It was also reported that the lead exhibited an impedance jump and high impedance. A lead fracture was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.